Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Subsequently, received information that the physician has decided to not perform a chest radiography. Rv lead remains implanted, and there will be no further investigation at this time.

Event description:
Boston scientific received information that, during a routine follow-up, it was observed this right ventricular (rv) lead had pacing impedance measurements greater than 2,000 ohms, and an increase in pacing threshold measurements. During device replacement back in 2009, the rv pacing impedance measurement was 650 ohms, and has gradually increased since 2010. The shock impedance was measured to be 66 ohms. The decision was made to reprogram the pacing output, and a chest radiography will be performed in the near future to assess whether there is damage to this rv lead. This patient is not pacemaker dependent, and there were no adverse patient effects reported.